Event description:
It was reported that during surgery after attempting use of this dermatome, lacerations were left to the patient leg. There was report of harm to the patient and delay of procedure. There was reported intervention and or additional surgical procedure. Diligence is in process. No additional information has been received. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a3, b2, b4, b5, d4, g3, g6, h1, h2, h3, h4, h6, h11. It was determined that a padgett dermatome disposable cutting blade (wrong disposable blade) was used with the zimmer air dermatome causing lacerations. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to user error of incompatible products. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Due diligence is complete and no additional information is available.